Event description:
The customer observed falsely depressed alinity I free t4 for one patient. The following results were provided (reference range: 9.0 - 19.1 pmol/l): sid (B)(6), (B)(6) 2024, initial free t4 result (analyzer (B)(6)) <5 pmol/l; repeat result (analyzer (B)(6)) = 14 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Update to section d4 - lot # from unknown to 63089ud00. Update to section d4 - catalog # from 07p70-20 to 07p70-30. Update to section d4 - primary UDI number from ((B)(4). Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify trends for list number 07p70, however, an increase in complaint activity for lot 63089ud00 was not identified. Additionally, in-house performance testing was completed which indicates the product is performing as expected. The device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 63089ud00 and the complaint issue. Labeling was reviewed and adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I free t4 for lot 63089ud00 was identified.

Event description:
The customer observed falsely depressed alinity I free t4 for one patient. The following results were provided (reference range: 9.0 - 19.1 pmol/l): sid (B)(6), (B)(6) 2024, initial free t4 result (analyzer ai20918) <5 pmol/l; repeat result (analyzer (B)(6)) = 14 pmol/l. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.